Manufacturer narrative:
H10: the lot number was provided and a lot history review was completed. The device was returned for evaluation and resulted inconclusive for positioning problem. A root cause could not be determined. The device is labeled for single use. The catalog number identified in section d4 has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code for the fluency plus endovascular stent graft products is identified in d2. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the malfunction indicates that model fvl08060 vascular stent graft allegedly experienced a positioning issue. This information came from one source. One patient was involved with no reported patient injury. The patient is a 55 year old male weighing 70 kgs.

Event description:
This report summarizes one malfunction. A review of the malfunction indicates that model fvl08060 vascular stent graft allegedly experienced a positioning issue. This information came from one source. One patient was involved with no reported patient injury. The patient is a 55 year old male weighing 70 kgs.

Manufacturer narrative:
H10: the sample has been returned for evaluation. The company is still investigating the issue at this time. H10: g4. H11: h6 (method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The return of the device is pending. The company is still investigating the issue at this time. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the malfunction indicates that model fvl08060 vascular stent graft allegedly experienced a positioning issue. This information came from one source. One patient was involved with no reported patient injury. The patient is a (B)(6) year old male weighing (B)(6) kgs.